Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. No programming changes were implemented due to the patients fragile state, unrelated to device function. The patient condition was stable.